Event description:
On 03/18/1999, the intl distributor informed the MFR via a faxed report of the following: the operation was the selzinger method with an anthron pu catheter 6fr and the MFR's device for the admin of sfu, mitomycin and heparin with a 10ml syringe. A week after implanting the system, drug was injected and minor resistance was felt. On 02/18/1999, when taking x-ray photographs with contrast medium, drug leakage was found around the connector. In the afternoon of 02/19/1999, the device was taken out from the pt and the same type was implanted. The original anthron pu catheter 6fr still remained in the pt and used with the second device. The dr said that the adapter for the device seemed to totter more than normal products do. Please check if this symptom affects this case or not. No further details were provided.